Event description:
Routine complaint investigation when a consumer reported receiving a reading of lo causing consumer to mistreat self with orange juice. Medical intervention was required and consumer was treated in the emergency department for a hyperglycemic event.